Event description:
A hemodialysis user facility reported an event with the use of these hemodialysis bloodlines. This event resulted in a separation occurring at the twister device area. Reportedly, the separation occurred just after the access blood flow test had been completed. This event occurred when the dial was manually turned into the dialysis position when it separated. It was also learned that most of the blood was able to be returned to this patient. The ebl for this incident was reported as being minimal. No sample was saved. Once the incident had occurred a new set of lines were used to complete the treatment without further incidence. The patient was discharged to home when the treatment was completed as prescribed.